Manufacturer narrative:
Product complaint (B)(4). Section b5: additional information received. Indicated, that a pre-deployment electrical testing was performed. No neck remodeling was utilized. The coil was still attached to the coil delivery system, when removed from the patient. The coil was not stretched or damaged when removed from the patient. Section e1.: initial reporter phone: (B)(6). Complaint conclusion: as reported, by the field. During a coil embolization and after checking the electrical continuity. The user attempted to detach a micrusframe18 12mm x 40cm, coil (mfr181240, 30656530) at the implant site, but could not detach, so the micrusframe18 was withdrawn. Replaced the control box, the empower control cable and micrusframe18 with another new ones. And performed, coil embolization again. After that, total 7 coils could be detached successfully and the procedure was completed. There was no negative impact to the patient. A continuous flush was done. The lesion was unknown. Other concomitant device: is marvel microcatheter. Additional information received. Indicated, that a pre-deployment electrical testing was performed. No neck remodeling was utilized. The coil was still attached to the coil delivery system, when removed from the patient. The coil was not stretched or damaged, when removed from the patient. The device was discarded. Therefore, no further investigation can be performed. A manufacturing record evaluation was performed, for the finished device 30656530 number. And no non-conformances related to the malfunction were identified. Failure to detach, is a known potential issue associated with the use of this device. The instructions for use (IFU) contains several precautions related to this issue and includes instructions for troubleshooting, the situation should it be encountered during use. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication, that the event is related to the device manufacturing process. The exact cause of the event could not be determined. However, there are circumstances of the procedure, that may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since, there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted, if new facts arise, which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a coil embolization and after checking the electrical continuity, the user attempted to detach a micrusframe18 12mm x 40cm coil (mfr181240, 30656530) at the implant site but could not detach, so the micrusframe18 was withdrawn. Replaced the control box, the enpowercontrolcable and micrusframe18 with another new ones, and performed coil embolization again. After that, total 7 coils could be detached successfully, and the procedure was completed. There was no negative impact to the patient. A continuous flush was done. The lesion was unknown. Other concomitant device is marvel microcatheter.

Manufacturer narrative:
Product complaint #(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1 ¿ initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30656530 number, and no non-conformances related to the malfunction were identified. This information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.